Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between manufactured january 16-17, 2023. H11: four (4) devices and photographs were received for evaluation. The returned photographs were reviewed, and it was noted that there was a leak from the administration port. The actual devices were visually inspected and the reported leak was not easily identified. Functional testing was performed on the actual samples, and leaking was immediately observed from the administration port bonding area of the returned samples. The reported condition was verified. The cause of the reported condition could not be determined; however, was likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) exactamix 1000 ml eva tpn bags leaked from the middle port. This was observed during setup. There was no patient involvement. No additional information is available.